Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver displayed an unrecoverable loss of antenna passed the threshold. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. The global receiver functional test was performed and passed. The pairing test was preformed and passed. The receiver download log was reviewed and no errors were found relating to the complaint. The customer complaint of an unrecoverable loss of antenna passed threshold could not be confirmed. A root cause could not be determined.